Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that had experienced low blood glucose of 50 mg/dl and high blood glucose of up to 400 mg/dl. Customer stated that there is no symptoms or event that led to high and low blood glucose readings were observed. Customer did not mention any form of treatment for low and high blood glucose issues. Customer also mentioned to have received pump error detected alarm. Troubleshooting was performed and completed. Customer was advised to call back if power error detected recurs. No insulin pump is being returned for analysis.